Event description:
Started using libra freestyle 3 system this past march. Since then, I've had to replace my reader twice. In june my reader was giving me bad readings and abbott replaced it. This past week my reader began not holding a charge, a full charge lasts only 2-3 days. I contacted abbott and was told that since they had already replaced it in june, they wouldn't replace it again. That's 2 readers in less than 8 months and now I will have to purchase one for $84.00. I also have been plagued by faulty sensors that quit giving me readings after a few days, one after only 3 days and sensors that fall off after taking a shower, because of bad adhesive. I used to use the freestyle libra 2 system for over 2 years and I never had the problems with that system, that I'm having now with the libra 3 system. These systems aren't cheap and abbott is responsible for the lack of quality in their products and we the consumer have to suffer the consequences for their lack of quality. Not only that, but our life may be in danger because of their faulty products. Thanks for listening to my complaints. I really don't expect this complaint to bring on any positive results, but at least I feel better because I got to vent my frustrations. Thanks again. Pt code: 1924. Device codes: 1535, 1057, 3023, 2907. Ref report: mw5179408.